Event description:
The customer reported a control panel and a loss of sys functionality. No pt or user injury was reported.

Manufacturer narrative:
A ge rep performed an onsite investigation. The fluoro functions pcb and associated power supply were replaced. The sys was tested and returned to svc.